Event description:
While advancing the stent delivery system (sds) towards the renal artery through the guiding catheter the stent dislodged from the sds. The stent remained in the guiding catheter and the two were removed together. It was reported that it was "difficult to deliver the stent to the renal artery." There was no reported pt injury. There were no anomalies noted during prep of the sds.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly e7135562 with lot number 0311060280. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including stent retention values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. This product is not distributed in the united states (us); however, it is similar to the us product.